Event description:
Boston scientific received information that over a year ago, this patient was noted to have received inappropriate shocks due to atrial fibrillation. The shocks did not exhaust therapy at this time and the patient remained protected. Additionally, the competitor right atrial lead was noted to have increased pacing impedances, and was therefore turned off. The boston scientific pulse generator was not related or involved with the pacing impedances issue. However, additional information was recently received that this patient had received more inappropriate shocks for atrial fibrillation, however this time therapy was exhausted. It was determined that as the right atrial lead was turned off, atrial tachy therapy discriminators were not available and may have contributed to the inappropriate shocks. Reprogramming and medication options were discussed with the physician to help remedy the issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.